Manufacturer narrative:
Lot review: a review of the mfg. Lot database for lot # 3296961 (mfg. Date 08/2016) shows (B)(4) units were mfg., tested, inspected, and released. Citing no exception documents. Visual inspection: received one (1) 46112-05, transpac IV trifurcated monitoring kit w/03 ml squeeze flush device, arterial safeset reservoir and needleless valves; reported lot # 3296961. Only the safeset syringe was returned. Blood was observed in the tubing and syringe. The separation between the red luer and the pressure tubing was confirmed, the luer was not returned. Functional testing: unit was visually examined. Only a partial solvent ring was observed around the pressure tubing. Engineering summary: the reported complaint of tubing came away was confirmed. The root cause of the failure was from insufficient solvent. A partial solvent ring was observed around the 10 " pressure tube above the safeset reservoir. ICU medical through continuous corrective and preventative actions are reviewing the process and making the necessary improvements to the manufacturing process.

Event description:
Complaint rec'd regarding one (1) 46112-05, transpac IV trifurcated monitoring kit w/03 ml squeeze flush device, arterial safeset reservoir and needleless valves; lot # 3296961. The report states, on the arterial line of this custom trifurcated kit, the pressure tubing immediately distal to the zeroing stopcock spontaneously detached from the red luer. There were no adverse patient consequences reported.